Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented with device erosion and infection. The patient's system was explanted. No additional adverse patient effects were reported.